Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The lens was removed due to a broken haptic. There was no pt injury. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned product found optic is torn in half. Haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).